Manufacturer narrative:
Unit could not be retrieved from university of florida health pathology, despite several attempts by uromedica sales staff. This update, follow-up #2, is linked to a 14 feb 2019 written request by (B)(6), md of cdrh for additional information related to this event. While evaluating answering dr. (B)(6) questions, uromedica corresponded further with the implanting physician and is adjusting the section h event problem and evaluation codes accordingly.

Event description:
Dual rectal perforation during proact adjustable continence therapy implant procedure. Immediately following the proact implant procedure, the patient had a bowel movement and the left balloon was coming out of the rectum. The urologist preferred to treat the patient with temporary colostomy until the rectal perforation heals. Colorectal surgeons believe that the patient may benefit from a permanent colostomy due to previous and ongoing fecal incontinence. Colostomy performed. The urologist explanted both balloons through the rectal wall. The right balloon was punctured by needle (intentionally), deflated, and pulled out by tubing through the rectal defect. The left balloon was pulled out of the rectum by the balloon.

Manufacturer narrative:
Unit could not be retrieved from (B)(6), despite attempts by uromedica sales staff.

Event description:
Dual rectal perforation during proact adjustable continence therapy implant procedure. Immediately following the proact implant procedure, the patient had a bowel movement and the left balloon was coming out of the rectum. The urologist preferred to treat the patient with temporary colostomy until the rectal perforation heals. Colorectal surgeons believe that the patient may benefit from a permanent colostomy due to previous and ongoing fecal incontinence. Colostomy performed. The urologist explanted both balloons through the rectal wall. The right balloon was punctured by needle (intentionally), deflated, and pulled out by tubing through the rectal defect. The left balloon was pulled out of the rectum by the balloon.

Event description:
Dual rectal perforation during proact adjustable continence therapy implant procedure. Immediately following the proact implant procedure, the patient had a bowel movement and the left balloon was coming out of the rectum. The urologist preferred to treat the patient with temporary colostomy until the rectal perforation heals. Colorectal surgeons believe that the patient may benefit from a permanent colostomy due to previous and ongoing fecal incontinence. Colostomy performed. The urologist explanted both balloons through the rectal wall. The right balloon was punctured by needle (intentionally), deflated, and pulled out by tubing through the rectal defect. The left balloon was pulled out of the rectum by the balloon.